Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for burn on light guide lens was traced to component failure. However, the most probable cause for foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited burn on light guide lens, foreign objects in air/water cylinder, forceps channel port and light guide lens. There was no patient involvement.